Manufacturer narrative:
No malfunction suspected. The end user was not exercising caution by operating the power wheelchair on a snowy sidewalk. While avoiding a snowbank the end user drove off the curb and fell. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over, collision with obstacles and other people, loss of control, or falling from the power wheelchair, drive in proper environments: do not operate the power wheelchair in conditions such as rain, standing water, sleet, slush or snow."

Event description:
The end user stated while operating their power wheelchair they went around a snowbank, drove off the curb and fell.